Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink was able to be confirmed. The reported difficulty to remove and the reported failure to advance the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% re-stenosed lesion in the mid left anterior descending artery with heavy tortuosity, heavy calcification. A 3.5x23mm rx xience prime stent delivery system (sds) was advanced; however, after several attempts and force being applied the sds could not cross the lesion. The distal shaft was then noted to be kinked. The sds was removed; however, resistance was felt with the vessel. Another xience stent was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.